Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025, the user reported receiving alerts "57", "90", and "41" while the ilet displayed incorrect insulin delivery amounts. The agent guided the user through cartridge and tubing changes, but multiple ¿unable to proceed¿ alerts occurred during rewind and restart attempts. A replacement ilet was initiated, with delivery confirmed for 20-aug-2025. The user will return the old device using the provided label. No blood glucose (bg) impact prolonged out-of-range bg, outside assistance, medical intervention, or symptoms were reported at the time of call.